Event description:
While using a byte day aligner, patient reported that when they remove their aligners all their back teeth do not touch anymore. They also reported that they are having issues with their jaw. When they wake up their jaw is locked and they have to rub it to unlock it.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.